Event description:
I noticed pain after wearing playtex sport tampons so I examined the tampon I pulled out and noticed a lot of loose fibers that obviously the tampon leaves behind these fibers inside of me. I am now not on my period and am not wearing playtex sports tampon and I have pain and a burning sensation when I flex my vagina muscles while using the bathroom, and there is very light fresh bleeding. There has got to be something wrong with them. What are the long-term effects of these fibers? I seen you found metals in tampons is that what's inside me, cutting me?